Manufacturer narrative:
Block e1 (other initial reporter phone): (B)(4). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the ampulla of vater was cannulated, and while sphincterotomy was being performed, the cutting wire of the dreamtome rx 44 broke, which caused a bit of blood oozing from the ampulla. It was reported that no interventions or treatments were performed as the bleeding was resolved on its own. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.